Event description:
It was reported that the patient received an alert for low hv lead impedance. Electrograms revealed noise. A decrease in r-waves was observed. Twiddler syndrome was noted as the cause. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.